Event description:
It was reported that this right ventricular (rv) lead was exhibiting threshold issues. The physician tried to reposition the rv lead but difficulty retracting the helix was exhibited and proceeded with explanting and replacing this rv lead. No additional adverse patient effects were reported.